Event description:
The event involved a clave¿ connector where it was reported that it was intermittently leaking during power injections. There was unknown patient involvement and unknown human harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information is provided a follow up report will be submitted.